Manufacturer narrative:
Intuitive surgical, inc. (Isi) received both the mcs instrument and the tip cover accessory involved with this complaint. Visual inspection of the tip cover accessory found thermal damage at the distal end measuring approximately 0.133". The tip cover accessory was installed on the mcs instrument related to this complaint. A visual inspection of the mcs instrument was conducted and no thermal damage was found on the mcs. The instrument was disassembled to look for abrasions within the housing near the instrument chassis and none were found. The thermal damage on the tip cover accessory originated from the inside out. However, it is not clear what the origin of the thermal energy was. The instrument that was used with the tip cover accessory was also inspected, however, no signs of thermal damage were found on the instrument. Based on the information provided, this event is being reported due to the following conclusion: it was alleged that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument burned through the tip cover accessory. While there was no report of any patient harm, adverse outcome or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. The thermal damage found is indicative of unintended arcing.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissor (mcs) instrument with a tip cover accessory installed burned through the tip cover accessory and almost burned the bowel. The procedure was completed with no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the robotic coordinator confirmed there was no indication of any fragment falling into the patient and the procedure was completed with no patient injury or harm.